Event description:
It was reported the dilator hub was bent and broken during the procedure. No patient harm reported. The device was replaced. The pat ient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the dilator hub was bent and broken during the procedure. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the customer returned one dilator/sheath assembly for evaluation. Visual examination revealed the dilator hub was partially separated from the body. The total length of the dilator body measured to be 12.75" which is within specifications of 12.5-13" per product drawing. The outer diameter of the dilator measured to be 0.124" which is within specifications of 0.123-0.126" per product drawing. The instructions for use (IFU) provided with this kit instructs the user, "holding sheath in place, remove spring-wire guide and dilator." The dilator was able to advance and retract from the returned sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of a damaged dilator hub was confirmed by complaint investigation of the returned sample. The dilator passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. A CAPA has previously been initiated to further investigate this issue. The CAPA investigation indicates the probable root cause is design related. Corrective actions have not yet been implemented.